Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during procedure using the 'camera head', the lens was foggy. This event occurred as the device was continuously heating during use. The procedure was finished without delay using the same reported device. No patient injuries or other complications were reported.

Event description:
It was reported that, during procedure using the 'camera head', the lens was foggy. This event occurred as the device was continuously heating during use. The procedure was finished without delay using the same reported device. No patient injuries or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection noted moisture inside the lens. A functional evaluation was performed on the returned device and found a foggy video output due to the moisture inside the lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for foggy lens has been associated with a component failure. Factors that could have contributed to the reported event include a weld failure. The root cause for overheating of device could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.